Event description:
It was reported that the implantable pacemaker intrinsic amplitude is out of range on this right atrial (ra) lead at less than 0.5mv (millivolts). The presenting electrogram (egm) shows the device operating as programmed. However, a stored egm showed a greater than 30 percent trend increase in atrial sensing, impedance, and threshold measurements. No out-of-range measurements were noted. The battery longevity is normal, and the right ventricular (rv) lead measurements are stable. At this time, the device and the ra lead remain in service. No adverse patient effects were reported. Received additional information the atrial intrinsic amplitude is out of range. The right atrial automatic threshold (raat) test showed undersensing on the ra lead. The atrial sensitivity is 0.25mv. The battery longevity is normal, and the lead measurements are stable. At this time, the device and the ra lead remain in service. No adverse patient effects were reported.